Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds and impedance issues. This lead was successfully replaced. No additional adverse patient effects were reported.